Event description:
The caregiver alleged that the lift collapses when the patient is not in the lift. Of concern is that it might collapse when the patient is in the lift.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately one year two months old. The owner's manual part number 1024492, rev. E (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers is an (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.